Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm laboratory in (B)(4) for investigation. A follow up report will be provided when the investigation results become available.

Event description:
(B)(4).